Manufacturer narrative:
The customer reported problem of the device failed calibration was confirmed. This device was evaluated and repaired through the service repair process. A review of the device history record showed the device had a manufacture date of 01/20/2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 12335487 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device failed preventative maintenance and won't calibrate. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device failed preventative maintenance and won't calibrate. There was no patient involvement.